Event description:
Resident was placed in the medi-man lift sling while in bed, prior to mechanical lift to the wheelchair. While elevated in sling, a top loop on right side of sling broke during transfer to wheelchair, and resident fell to floor, landing on abdomen with legs of mechanical lift underneath resident. Resident sustained a left hip fracture as diagnosed by x-rays at the hosp.